Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported inaccurate spco readings. The device reads 7 when the caller has not been exposed to spco. No patient impact or consequences were reported.